Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: g3 of the initial should be january 04, 2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasound probe occurred due to handling methods. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.

Event description:
During a standard annual inspection of a customer returned loaner asset, the evis exera ii ultrasound gastrovideoscope was identified with a gap of adhesive on the distal end. Additionally, a stain had entered the lens through the gap. Also, there was a gap between the acoustic lens and ultrasound probe, and the nozzle unit was clogged with foreign material. The foreign material could be removed. Due to clogging of the nozzle, the water supply volume did not meet the standard value. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were identified during the device evaluation: due to wear of the forceps elevator lever, the up/down knob could not be locked securely; the air/water cylinder and the suction cylinder had discoloration; the connector had a crack; due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value; due to damage on the acoustic lens, the displayed ultrasound image was defective; the acoustic lens was damaged; the distal sheath had slack; the connecting tube had a scratch and was buckling; and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.